Event description:
It was reported that this pacemaker exhibited loss of capture on the right ventricular (rv) lead. The health care professional (hcp) noted that the device appeared to be working correctly now, however, the auto capture algorithm was not programmed, therefore, they are unable to define thresholds of capture. Boston scientific technical services (ts) discussed contacting a sales representative or device nurse to asses thresholds. This pacemaker system remains in service. No adverse patient effects were reported.